Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by customer's biomed team that on multiple occasions they observed "singes/burn marks on ribbon" of the pump module display board. This feedback was reported to bd representative during their site visit. There was no reported patient involvement.